Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4), 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 9474. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history from 2023-09-19 were investigated. A infusion started with a rate of 41 ,67ml/h and a volume of 1000ml over 24 hours. After 13 hours a "air bubble alarm" occurred. The reason for the alarm could not be clarified. The line was extracted. At this time 533,96ml was infused. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,47 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,13 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,96 bar (should be: 1,8-2,5 bar). Pmin: is: 1,68 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,87 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,19%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika, mh3151, qf04198. 3.8 for examination used disposables: description: ref.: lot: infusomat space line, 8700036sp. 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "overinfusion" according to the customer: "problem of flow: infused in 12 hours instead of 24 hours with the correct programming set by the ide".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.